Event description:
Complainant alleged that while attempting to monitor a (B)(6) year old male pt while in flight, the device performed a power reset. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.